Manufacturer narrative:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # and MFR. Report # 2124215-2025-65342). Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection found that the fiber was broken into two pieces. Microscope inspection showed that the tip was degraded. Functional test revealed that there was an error code 1101, stating: fiber may not be used anymore. Connect a new fiber. It is likely that procedural conditions of the device during setup or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. The device history record (DHR) was review and indicated that the device met all manufacturing specifications. A review of the device instructions for use (IFU) was performed and stated to carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation indicating an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during procedure, this two laser fiber broke. The procedure was completed with different device. There were no patient complications. This is 1of 2 fiber reports.

Event description:
It was reported that during the procedure two laser fibers broke. The procedure was completed with a different device. There were no patient complications. This is 1of 2 fiber reports.

Manufacturer narrative:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # . And MFR. Report # 2124215-2025-65342).